Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid and the dilution cup overflowed while attempting to perform qc testing. The customer indicated that the instrument posted no error messages. The customer indicated that samples were no contaminated since samples had not been run for the day. The customer was confident that no reagents were contaminated. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the pressure in the fluidics system was out of specification as a result of a clogged pressure regular. The fe cleaned the pressure regulator and performed the necessary adjustments to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.